Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), hyperglycemia, bgl was (500 mg/dl) [hyperglycaemia], after pressing the dose button in np4, the dose button is rapidly moved downwards [device malfunction], pen doesn't inject the insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia, bgl was (500 mg/dl)(hyperglycemia)" with an unspecified onset date, "after pressing the dose button in np4, the dose button is rapidly moved downwards(device component malfunction)" with an unspecified onset date, "pen doesn't inject the insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", actrapid penfill (insulin human) from unknown start date for "diabetes mellitus", the patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). Concomitant products included - novopen 4(insulin delivery device). Since an unknown date there was a problem in patient's novopen 4 (np4) as after pressing the dose button, the dose button was rapidly moved downwards, and the pen did not inject the insulin. On an unknown date the patient experinced hyperglycemia as her bgl (blood glucose) was (500 mg/dl) and she assumed that she was having her insulin dose but that didn't happen due to the technical issue of her np4. Pen training was offered but the caller couldn't perform the steps during the call and asked to solve the issue of the pen in the nearest novocare center. Batch numbers: novopen 4: bug1864. Actrapid penfill: not available. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia, bgl was (500 mg/dl) (hyperglycemia)" was not reported. The outcome for the event "after pressing the dose button in np4, the dose button is rapidly moved downwards (device component malfunction)" was not reported. The outcome for the event "pen doesn't inject the insulin (device failure)" was not reported. Event onset date is not reported in the case. However, thecincident dates are captured to ensure the mir form is generated. No further information available. Preliminary manufacturer'scomment: 04-oct-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: hyperglycemia is assessed as listed event according to novonordisk current refernce safety information on actrapid. Medical history of diabetes is a risk factor for the reported event. However, information on history of risk factors like stress, infection, steroid administration, concomitant medications, treatment if any recieved, concomitant illness, duration of diabetes and associated complications if any are unavailable for thororugh medical assessment. This single case report is not considered to change the current knowledge of the safety profile of actrapid.

Event description:
Case description: investigation results: novopen 4; batch number: bug1864. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Actrapid penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: malfunction and is non-reportable updated, investigation results updated, imdrf codes updated, expected date of fu reported removed in EU/ca tab, narrative updated accordingly. Final manufacturer's comment: 23-nov-2024: the suspected device novopen 4 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: novopen 4; batch number: bug1864. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia, bgl was (500 mg/dl) [hyperglycaemia]. After pressing the dose button in np4, the dose button is rapidly moved downwards [device malfunction]. Penfill holder was broken [device breakage]. Pen doesn't inject the insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia, bgl was (500 mg/dl)(hyperglycemia)" with an unspecified onset date, "after pressing the dose button in np4, the dose button is rapidly moved downwards(device component malfunction)" with an unspecified onset date, "penfill holder was broken(device breakage)" with an unspecified onset date, "pen doesn't inject the insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human) from unknown start date for "diabetes mellitus", novopen's penfill holder was broken. The outcome for the event "penfill holder was broken(device breakage)" was not reported. Since last submission the case have been updated with the following: new event added (penfill holder was broken). Narrative updated accordingly.

Event description:
Case description: investigation results: name: novopen 4, batch number: bug1864. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could notfunction with a needle and a cartridge attached. The dose accuracy might be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: actrapid penfill , batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: -investigation results updated -narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novopen 4 has been returned to novonordisk for investigation. The cartridge holder was damaged in its connection to the mechanical part of the pen. The fault was caused by accidental damage during use of the device. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: bug1864. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could notfunction with a needle and a cartridge attached. The dose accuracy might be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.